Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer feel ok with troubleshooting. Customer think insulin pump was not delivering insulin. Customer had been not using insulin pump system within 48 hours of reported high blood glucose event. Customer reported reoccurring alarms of insulin flow block alarm no further patient complications were reported. Troubleshooting was successfully performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08760 inches. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed no basal or units of was delivered on (B)(6) 2022 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.